Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator would alarm ventilator inoperable (inop) and motor fault after approximately 20 minutes of run time. The customer confirmed there was no patient involvement associated with the reported issue.